Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a new generator was found to have a battery problem in the or during a replacement surgery. The suspect device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission h6. Medical device problem code; corrected information; initial MDR inadvertently omitted coding known prior to submission h6. Investigation findings; corrected information; initial MDR inadvertently omitted coding known prior to submission.

Event description:
Update was received that the during surgery, the generator was seen with a high impedance. It was suspected that the error was due to the generator. The suspect product was received for analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Device evaluation was completed on the suspect device.

Manufacturer narrative:
G3 date received by manufacturer: supplemental 1 did not list received date 05/30/2025 should have been added. D9 device returned to manufacturer: supplemental 2 inadvertently select no instead of yes. G3 date received by manufacturer: supplemental 2 did not list received date 07/28/2025 should have been added. B6 relevant tests/laboratory data, including dates: supplemental 1 inadvertently left out session report/data when it was known.